Event description:
It was reported that the eyesight was 3 diopters from the target with the z9002 sn# (B)(4). Recalculation was performed with ''a mode'' for the replaced intraocular lens (iol) in a secondary procedure. However, it was reported that the recalculated result was the same as it for the first operation. As a result, it was thought that the eyesight was not the problem. The physician is questioning the accuracy of the lens diopter and has requested diopter measurement. Patient information was not provided.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens was performed. At the diopter inspection the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. No lenses were rejected due to diopter or incorrect lens power. The documentation showed that the production order was manufactured according to specifications. A limited investigation of the lens was performed by the quality lab in japan. The lens was measured and was approximately 20d (diopter). The results were the same as the labeled product. The lens has been sent to the manufacturing site for further investigation; however, to date has not arrived. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A silicone three-piece lens model z9002 was provided for evaluation of the diopter power. It was observed that the lens was received whereby two haptics had been cut close to the optic body. Testing was conducted using calibrated equipment. Testing for diopter power was performed and was within specification of 20.0 diopter. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Patient age: unknown. Gender: unknown. Date of event: unknown. Date of explant: unknown. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was inspected at 10x microscope magnification. Visual inspection revealed that both haptics of the lens were broken. Some slight marks were observed near the lens edges. Visual inspection also revealed many surface residuals (fibers/particles). The lens condition is consistent with a lens that was explanted from the patient¿s eye. The inspection data for the diopter power process for the production order at the monofocal bench was reviewed and was found within specification. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lens and a visual inspection and disposition. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.